Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was down and stopped communicating. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and confirmed the service had been running, with over 3,400 messages queued in the outq, indicating a backlog caused by a server-side issue. Error logs pointed to a fatal underlying data source exception, and although es services were restarted and the queue eventually drained, messaging remained delayed. After validating that all required services were running on the application server and restarting bd external messaging and related net.tcp/net.pipe services without resolution, integration engineering support team (iest) confirmed cce was functioning normally. Further review of external messaging logs revealed sql error 9002, indicating the dsserveroltp transaction log was full due to failed log backups, which was linked to high disk utilization (e: drive at 90%) and failed database backups. Additional findings included structured query language (sql) agent not running, which was corrected by updating the cfnservice login. Remediation steps included optimizing the dsserverreports database as knowledge article (ka) "dbo.sysssislog table bloated - dsserverreports database growing large", cleaning up backup files using ka "change es server backup settings", and freeing up 240 gigabytes of disk space. Following these actions, message processing resumed successfully with cce xml sent and processed times aligned. Customer confirmed normal functionality, and the case was closed with approval. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server,server was down and stopped communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.